Manufacturer narrative:
Concomitant medical products: product ID: 4469 lead, implant date: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection post generator changeout. The implantable pulse generator (ipg) and right ventricular (rv) lead was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.